Manufacturer narrative:
Product ID: neu_ptm_prog, lot# unknown, serial# unknown, product type: programmer. (B)(4).

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep believed the issue was with the patient programmer and not the implantable neurostimulator (ins).

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the left implantable neurostimulator (ins) reached end of service (eos) on (B)(6) 2016 while the right ins had a battery voltage of 2.92 volts. The ins was off and no longer providing therapy. Longevity calculations were performed with the patient's current settings. The right ins was c+1-, 2.5v, 60pw, 130hz with therapy impedances of 1217ohms, and resulted in elective replacement indicator (eri) after 6.12 years and eos after 6.37 years. The left ins was c+1-, 3.5v, 90pw, 150hz with therapy impedances of 1669ohms, and resulted in eri after 3.9 years and eos after 4.15 years. It was noted that there was an allegation/dissatisfaction with the ins's longevity. The patient also stated that she checked her device with the patient programmer and she did not get an eri message on the left ins. The patient also reported that she went to the ER about a week ago because the device wasn't working. The patient had a bilateral battery replacement on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.